Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the ra lead was surgically abandoned. No physical damage was able to be seen. The device was also electively replaced. No additional adverse patient effects were reported.